Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 01-feb-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the drawer was failed due to poor slides. A field service engineer replaced and configured the broken enhanced half height cubie drawer 5.1 and 5.2, secured all cable connections and resolved the issue. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported by the customer that when using the bd pyxis¿ medstation¿ es, main drawer 5.1 was failed. The customer stated that this malfunction caused a delay in dispensing medication to patients. However, there were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Additional information: section h manufacturer narrative, section b describe event or problem, section d device available for eval and returned to manufacturer on correction: section d medical device model, unique device identifier (UDI), s section g manufacturing location. The reported issue related to medstation es main 6dr was confirmed by the bd fse and subsequently validated in the dchu testing process. The device was initially evaluated by the bd fse according to wo 01909443: fse reported that main enhanced half height cubie drawer 5.1 had bad drawer slides. Fse replaced the issued drawer. The device was then tested. The device performed as intended and exhibited no further issues. During dchu laboratory external inspection: one (1) assy smart hh cubie drawer (p/n 361054 01): no obvious physical damage, deformation, or contamination was observed on the drawer housing, latch mechanism, or connector interface. Dchu laboratory testing revealed: one (1) assy smart hh cubie drawer (p/n 361054 01): the bottom drawer opened smoothly without issues. However, the top drawer opened halfway requiring additional force to fully extend the drawer. Further inspection it was found that the top drawer missing its front right bumper stop, resulting in the right bearing retainer migrating toward the front of the drawer. The device was in use for treatment purposes as intended per 21 cfr 820.198(d). Root cause: the root cause was identified to be a missing front bumper stop on the top drawer.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, main drawer 5.1 was failed. The customer stated that this malfunction caused a delay in dispensing medication to patients. As per part investigation, it was determined that missing front bumper stop on the top drawer. However, there were no adverse events or injuries reported based on this event.